Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang 4.0 x 20, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be fully inflated due to a shaft leak. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 1mm proximal of the proximal balloon sleeve. This type of damage may have occurred due to excessive force being applied when loading the device on to the guidewire or an interaction with a sharp object. No other damage or issues were noted with the shaft of the device. No other issues were identified during product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left forearm vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. No patient complications were reported.